Manufacturer narrative:
B5; additional information received; the physician confirmed that the type ia endoleak was caused by vessel tortuosity. Intervention was performed, during which the physician ballooned the vessel, placed endoanchors, and deployed a non-mdt stent, resulting in near-complete resolution of the endoleak. There was a very faint endoleak visible at the end of the intervention. The physician suspects this may be resolved with heparin reversal. A follow-up evaluation is planned in 30 days. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for an aneurysm with a stent graft esbf2514c103e endur iis bif experienced an apparent type ia endoleak. The event was discovered on the date of a computed tomography scan. The physician is planning on placing endoanchors, with or without a cuff, as a future treatment. No pre-operative aneurysm rupture was noted. The patient is alive with no injury. No patient complications have been reported as a result of this event.